Event description:
It was reported to boston scientific via an article published in the boston medical center urology journal that a prospective study was conducted to evaluate the efficacy and safety of modified water vapor thermal therapy to treat large volume benign prostatic hyperplasia (bph). A total of 196 patients were treated with rezum water vapor thermal therapy between october 2023 and september 2024 at an institution in china. The median age of the patients was 73 years old, and these patients had a median prostate volume of 96ml. A f18 silicone catheter was placed postoperatively for a median of 14 days; all procedures were successfully completed. However, following the procedures, the most common complications reported were urethral discomfort, distending pain, and hematuria. Additionally, 6 patients reported retrograde ejaculation, and 1 patient required surgical retreatment during the follow-up period. 193 patients were given antibiotics, 71 patients were given pain medications, 53 patients were given alpha-blocker, and 68 patients were given b3-adrenergic agonist.

Manufacturer narrative:
Lu, q., zhu, g., liu, j., huang, h., zhang, f., qiu, x., xu, l., guo, h. (2026). Modified water vapor thermal therapy for large-volume benign prostatic hyperplasia. Boston medical center urology, 26(64). Https://doi.org/10.1186/s12894-026-02050-3. UDI for concomitant device: (B)(4).